Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the avm characteristics are unknown. It is unknown if the patient experienced any symptoms related to the event. It is unknown if there are procedural / post-procedural imaging (CT,angio, etc.) Available. The procedure was completed by replacing with a new microcatheter and re-infused onyx. Upon injection of the onyx into the apollo, there was no resistance. The physician did not pause during injection. It was a continuous injection of the liquid embolic agent. The injection rate was followed as indicated in the IFU. A small amount of onyx was embedded in the vertebral artery. This event did not required medical intervention. It is unknown if there any images of the ruptured catheter. The anatomical location of the apollo tip is unknown. The model and lot number of the onyx kit are unknown.

Manufacturer narrative:
Associated with MDR # 2029214-2023-00649. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter that had a leak during onyx injection. The patient was undergoing an embolization procedure via the right femoral artery to treat a brain arteriovenous malformation (avm). The access vessel diameter was 7mm. Vessel tortuosity was normal. It was reported that the devices were prepared and catheter flushed per the instructions for use (IFU). After the apollo microcatheter was in place, it was observed that onyx flowed out from the middle of the catheter as well as the tip. The surgeon suspected the apollo catheter had ruptured. It was noted that the catheter was inspected and tested prior to use. The catheter was removed. There was no patient injury.